Event description:
Event description guidant received information that this implantable cardioverter defibrillator system was removed due to an infection. During the procedure, this atrial lead became caught in the subclavian vein.